Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the irregular movement. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip was implanted, reducing mr to 3-4. A second clip delivery system (cds) was advanced to the mitral valve. During positioning, the clip dove too far down the posterior side and became caught in the chordae. After a few minutes of troubleshooting, the clip was freed without causing injury. The clip was successfully implanted, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint identified no other incidents reported from this lot. All available information was investigated, and a definitive cause for the reported difficult to position could not be determined. The reported physical resistance appears to be a cascading effect of reported difficult to position. There is no indication of product quality issue with respect to manufacture, design or labeling.